Event description:
During revision of primary insert to constrained liner, constrained liner severed from dual geometry (58mm) acetabular shell. Metal ring appeared adulterated and ability to re-use liner compromised. Following reduction is when constrained liner levered out.